Event description:
It was reported that the patient presented in the clinic after receiving the patient notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited high impedance. It was confirmed that the set screw was loose. On (B)(6) 2017, the patient was brought into the clinic for revision procedure, the set screw issue was resolved. The patient was stable throughout the whole procedure.